Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 14 atmospheres for 15 approximately seconds. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.